Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with the bd phoenix¿ m50 automated microbiology system, organisms were misidentified. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish: identification errors.

Event description:
It was reported that during use with the bd phoenix¿ m50 automated microbiology system, organisms were misidentified. There was no report of patient impact. The following information was provided by the initial reporter, translated from spanish: identification errors.

Manufacturer narrative:
H.6. Investigation summary: a results failure was reported on a phoenix m50 instrument. The customer reported errors in identification of isolates. Technical service worked remotely with the customer to troubleshoot the issue. It was determined that the customer was using a solution other than ID broth to set up their panels. The customer was educated on the proper broth to use. The root cause of the failure is unknown. This is an unconfirmed failure of a bd product. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for this instrument was reviewed and revealed no previous complaints related to this failure mode. Complaints for results are within statistical control for the month of october 2023. The upper control limit was not breached. Quality will continue to monitor the results complaints for phoenix m50 instruments. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint."